Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. The grip tips did not get stuck during in-house testing. Additional steps/test attempts to further support initial finding: no grip misalignment was observed. The bumper test was performed and passed. Additional observations not reported by site: the instrument was found to have damage to the conductor wire¿s insulation at the distal end. As a result, the internal wires are exposed. Electrical continuity was performed and passed. No thermal damage was observed. The root cause of this failure is attributed to a component failure. The instrument was found to have a segment of the conductor wire near the base of the grip tips to be dislodged from its normal position. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of instrument log was performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The force bipolar instrument has 11 uses remaining after last use. The instrument has max 12 uses. This complaint is being reported due to the following conclusion: failure analysis investigation found that the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged conductor wire has the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR field information: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the force bipolar instrument was stuck on the tissue. The operating room (or) staff successfully removed the instrument by pulling a port and arm as one. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the or staff if the patient was injured; the or staff informed that there was no injury to the patient. The instrument was clamped on the tissue and became non-responsive. The isi tse viewed logs and no errors pointing to the force bipolar instrument were found. The isi tse asked the or staff to return the suspect instrument for analysis. The surgeon continued with the case robotically with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The issue occurred during the initial use of the instrument. The customer was not able to recall what task was being performed when the cable snapped. This system did fault and no error messages prompting the failure occurred. The customer used the instrument release key (irk) successfully and removed the instrument from the patient. The nurse did not recall what type of tissue the jaws were clamped on at the time of the failure. There were no adverse effects to the grasped tissue. There was no unexpected tissue removal or unexpected bleeding.